Event description:
It was reported that the right atrial lead exhibited impedance anomaly at implant. The physician reported that there was difficulty extending the helix. The lead was returned for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis could not confirm the impedance anomaly. It did confirm the physician's difficulty retracting the helix. This was due to blood clogging the helix. Post cleaning, the device functioned normally.